Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 24 ga 0.75 in the tubing was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we had an incident with a 24g nexiva. The rn did not visualize a compromise prior to attempting the IV. When she placed it, blood ran out of the extension set. Apparently the tubing was cracked. I have the catheter with the original packaging product: 24g nexiva; lot # 3087423. Expiration date: 2026-03-31.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 24 ga 0.75 in the tubing was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we had an incident with a 24g nexiva. The rn did not visualize a compromise prior to attempting the IV. When she placed it, blood ran out of the extension set. Apparently the tubing was cracked. I have the catheter with the original packaging. Product: 24g nexiva, lot # 3087423. Expiration date: 2026-03-31.